Event description:
Equipment would not operate during procedure. Procedure had to be cancelled. Follow-up reveals that biomed was not involved with this equipment. The device was sent to the manufacturer and a report is expected and will be forwarded when received.